Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous left common iliac artery. A sterling otw 9.0 x 40/135 (5f) balloon catheter was used for post dilation of another manufacturer¿s stent when the balloon ruptured at 4 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous left common iliac artery. A sterling otw 9.0 x 40/135 (5f) balloon catheter was used for post dilation of another manufacturer's stent when the balloon ruptured at 4 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).